Event description:
A customer reported that during a cataract procedure, there was a strange noise from the equipment and a patient experienced burning of the corneal tunnel. The procedure was completed. Additional information has been requested.

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. (B)(4).